Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a loss of therapy due to not charging as recommended. As a result, patient underwent surgical intervention to have their ipg replaced. The ipg was replaced with a different model and therapy has been restored.